Event description:
Device as in backup for unknown reasons. Device was reset, reprogrammed, and follow-up performed.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. An initial interrogation of the device was properly feasible. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The device was monitored for a long term under different temperature environments and did not show any peculiarity. At a next step the memory content of the pacemaker and the data returned for analysis were inspected. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2016 as a result of the detection of invalid memory content. After reinitialization in the clinic the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The activation of the safety backup mode does not indicate a material or manufacturing problem. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After reinitialization the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.